Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If ther eis any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure catheter entrapment occurred. The 90% stenosed target lesion was located in an unspecified moderately tortuous vessel within the right upper arm. The lesion was predilated with a 5mmx40mm sterling balloon catheter. Following predilation, the lesion appears "recoiled". The physician attempted to advance a 6x46x75/ iliac 6f unistep plus wallstent over a 0.035 inch non-bsc guide wire; however, the stent delivery system became stuck on the guide wire. The devices were removed together. The procedure was completed with a 0.016 non-bsc guide wire and a wallstent rp 7mmx36mm. There were no patient complications reported and the patient's status is good.